Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 414 mg/dl. The customer felt symptoms of nausea and urination. The customer was treated for the high blood glucose with a bolus from the insulin pump. The customer experienced a bad battery alarm form the insulin pump. The customer was switching the battery brand and was explained why the alarm was triggered. The customer was assisted with trouble shooting and the device passed the test functions.